Manufacturer narrative:
The device was not returned for analysis. A review of the DHR was not performed. Every device lot is verified as sterile before release into inventory. Urinary tract infections are not a significant rate of occurrence.

Event description:
The physician reported that one of his spanner patients had developed sepsis. The pt was admitted with (B)(6) to ICU and was hospitalized from (B)(6) 2010. The spanner was initially placed on (B)(6) 2010, for urinary retention. Sepsis was diagnosed on (B)(6) 2010, the day the stent was removed. The pt is currently is a rehab hospital.